Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 4 cfu comprised of 3 isolates: positive cocci - micrococcus luteus, negative coccobacilli - acinetobacter species, positive rods - bacillus species. The duodenoscope was returned to pentax for evaluation. The pentax inspectional findings included the following: distal cap - fixed type failed seal integrity inspection passed wet and dry leak test light carrying bundle distal cover glass middle chipped, repairs were performed on the duodenoscope which included replacement of the following components: deflector body link o-ring distal case/cap, the duodenoscope was shipped back to the customer on 12-apr-2018.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation. Pentax tokyo office (exemption number: e2015036.

Event description:
On (B)(6) 2018, a device history review was performed confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax ed-3490tk/serial: (B)(4) has been routinely serviced by a pentax medical facility since the duodenoscope was shipped to the customer on 02/27/2013. Corrective action (B)(4) was initiated on (B)(6) 2018 for a sampling and culturing study trend and is still under the investigation process. Pentax medical has not received any further information for this event and, therefore, considers this medwatch report closed.